Event description:
There is a hole in the middle of the exactamix 2 l eva container. This was discovered before any pt contact. Dates of use: (B)(6) 2018. Is the product compounded? No; is the product over-the-counter? No.